Manufacturer narrative:
(B)(4). The customer reported that they will not be returning the device because they are conducting their own investigation. Unable to determine the cause of the customer's report that an infusion ran at the incorrect rate.

Event description:
The customer reported a user did not change the rate as per their practice and they had an incident where an infusion was run at an incorrect rate. There was no report of pt harm or medical intervention. The customer stated that no further pt or event info is available.